Manufacturer narrative:
H6: investigation summary: it was reported the needle had flow occlusion. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows the top section of a certificate, the second photo shows a needle from the bottom side, and the third photo shows a view into the needle hub where the needle and needle hub join. The photo has a note that mentions a potential flash. What is shown is normal, not a defect or imperfection, and would not cause the reported occlusion. A device history record review was completed for provided material number 303018, lot 2061847. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that 5 of the bd precisionglide¿ needles were occluded. The following information was provided by the initial reporter: has been received the following customer complaints about pieces of 70071953 (needle, 25g x 1.5") with flow occlusion:

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd precisionglide¿ needles were occluded. The following information was provided by the initial reporter: has been received the following customer complaints about pieces of 70071953 (needle, 25g x 1.5") with flow occlusion: